Event description:
Additional information was received that the patient was presented for an upgrade device procedure. The device was explanted and replaced. The rv lead remains actively implanted. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an episode of noise and inappropriate anti-tachycardia pacing (atp). The noise stopped after device delivered quick convert. There was no noise observed during a check of thresholds or when doing isometrics. There was also high out of range pacing impedance recorded in the device history. The patient is non compliant and has not been checked in years. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out of range pace impedance continues, fluctuating between 516 ohms and > 2000 ohms for the past year. All other measurements are the same. Still unable to reproduce noise. The field representative will discuss the situation and options with the physician. No adverse patient effects were reported.